Manufacturer narrative:
The oad was returned to csi for analysis. Analysis revealed a hole in the saline sheath. During functional testing, fluid was observed leaking from the damaged site. There were no other damages observed. The root cause of the damage could not conclusively be determined. When tested, the oad spun as intended. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The saline sheath of the stealth 360 peripheral orbital atherectomy device (oad) was observed to be damaged upon removal of the oad at the end of the procedure. Saline fluid was leaking outside of the sterile field. It was indicated there was enough saline encapsulated in the system to allow for smooth removal. The patient was in stable condition following the procedure.